Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), headache ("headache"), breast pain ("breast pain"), motor dysfunction ("lost motor skills") and amnesia ("lost memory"). The patient was treated with surgery (essure removal surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, headache, breast pain, motor dysfunction and amnesia outcome was unknown. The reporter considered amnesia, breast pain, device dislocation, headache, motor dysfunction and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-amnesia, headache and motor dysfunction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration/ right essure misplaced adjacent to right cornua') in a female patient who had essure (batch no. B83283) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left lower quadrant pain, menorrhagia, dysmenorrhea, ovarian cystectomy, uterine bleeding, cervicitis and leiomyoma nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), headache ("headache"), breast pain ("breast pain"), motor dysfunction ("lost motor skills") and amnesia ("lost memory"). The patient was treated with surgery (davinci-assisted total laparoscopic hysterectomy, left salpingectomy, cystoscopy.). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, headache, breast pain, motor dysfunction and amnesia outcome was unknown. The reporter considered amnesia, breast pain, device dislocation, headache, motor dysfunction and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: -minimal acute cervicitis with associated reactive change -leiomyomata.. Concerning the injuries reported in this case, the following ones were reported via social media-amnesia, headache and motor dysfunction. Most recent follow-up information incorporated above includes: on 29-jul-2020: mr received: lot number, medical history, patient date of birth, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), headache ("headache"), breast pain ("breast pain"), motor dysfunction ("lost motor skills") and amnesia ("lost memory"). The patient was treated with surgery (essure removal surgery on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device dislocation, headache, breast pain, motor dysfunction and amnesia outcome was unknown. The reporter considered amnesia, breast pain, device dislocation, headache, motor dysfunction and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - amnesia, headache and motor dysfunction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. Case becomes serious incident. New events migration and perforation were added. Essure insertion and removal dates were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.